Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the power cord caused the viewing station of the imaging system to flicker on and off. The uninterruptible power supply (ups) was also not powering on. Following replacement of the ups and the power cord. The imaging system then passed the system checkout and was found to be fully functional. The power cord was returned to the manufacturer for analysis. Testing found that continuity testing failed due to an open grounding wire within the cable. This confirmed an electrical failure. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Testing found that the batteries within the ups failed the load test in that the system would not power on. This indicated an electrical failure due to the batteries not holding a charge. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, when setting up the imaging system. The system was stuck on the "initializing please wait" prompt. Restarting the system dis not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.